Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was not able to confirm the reported event and found no issues related to the elevator position. There were additional issues identified during the evaluation. The adhesive on the distal end has a scratch, the adhesive rubber has a scratch, the connecting tube, grip, control unit, suction cover, universal cord, and the light guide cover glass are also scratched. The suction cylinder is shaved, the nozzle is clogged, and the bending cover has a dent. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported, during an unknown diagnostic procedure, the elevator wire position was tilted and not aligned. Requests for additional information are in progress. No additional information was provided. The device was returned for repair and the inside of the light guide lens was dirty which is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide the event date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that physical stress generated a gap at the lens glue, which caused dirt to enter from there, or moisture may have invaded the device from a leaking point, which corroded components inside the lens, left as dirt. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions." Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a cbs stone removal. The procedure was delayed due to the malfunction, but completed with the same device. There was no patient injury.